Event description:
Boston scientific received information that the patient experienced a few instances of syncope for an unknown reason. When attempting to interrogate the pacemaker, the clinician was unable to obtain atrial impedance values. Boston scientific technical services (ts) was consulted and discussed that since the patient was in atrial fibrillation impedance values would be unable to be measured unless the device was programmed doo. Once the clinician temporarily programmed the pacemaker doo, impedance values were successfully obtained. The field representative is attempting to obtain additional information relating to the reason for the patient's syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted for normal battery depletion and returned for analysis.